Event description:
Our affiliate is reporting that during a knee procedure the surgeon observed metal shavings emanating from 2 cutters and falling into the joint space. All of the debris was removed and the procedure was concluded successfully without further issue or harm to the patient. Facility discarded the complaint devices. Also see associated MDR 1221934-2009-00158.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.